Event description:
Country of complaint: (B)(6). Needle detachment. Reported that it is unknown which of 40 boxes had defective items. Smaller usp's reported to break during knotting. Related medwatches: 2916714-2015-00191, 00192, 00193, 00194, and 00195.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Received 36 closed samples. Tested the needle attachment of the samples received and the results do not fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled. Final conclusion: complaint is justified. Corrective/preventive actions: a corrective action was opened in order to avoid this kind of incident in the future.